Manufacturer narrative:
Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a cataract. Lens remains implanted. Cause of the event is unknown.